Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 490 mg/dl. Customer stated that insulin pump was alarming change sensor only after a few days of use. Customer would like to continue troubleshooting. Customer reported consecutive sensor alerts with different sensors. Customer was unable to run test on transmitter. Customer was treated with bolus. Customer was not active into auto mode feature at time of high blood glucose. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.